Event description:
Caller alelged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.1, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio meter = 3.1 inr (1.7 above the reference inr). Reference = 1.4 inr. Mean = 2.25. Confidence limits = 1.4 - 3.1. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips are not expected to be returned. Further testing is not required at this time. As of 11/16/2009, 12 discrepant result complaints were reported for lot# 216969 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time as product deficiency was not established.